Manufacturer narrative:
Internal complaint reference# (B)(4).

Event description:
The customer reported we are experiencing a label reader issue with the t-5000 since ap order entry/accessioning was advised by a hologic fse to raise the placement of the label so as to reduce label ripping/tearing on the tomcat. This new higher placement of labels on the thinprep vials has affected the sweet spot of the label reader on the t-5000s which in turn has elicited more vial/slide mismatch errors. Fse dispatched. C. - label misreads due to labels being adjusted up on vials. E - fse aj ribic had accessioning move labels due to issues with the tc, r - adjusted vial readers on the t5 to compensate new label position, t - ran go no go and verified labels correctly read.